Manufacturer narrative:
Although it was not possible to investigate the complained device due to its disposal by the hospital, if the reported problem were to be confirmed, this would be the third similar case received. Nevertheless, as this is an issue detectable during the priming phase before the patient involvement, and the fact that currently has an incidence of (B)(4) compared to the number of cp37v-v0 devices sold in 2025, it is deemed not necessary to take further action. The health effect clinical code assigned represents a worst-case scenario with respect to the present event.

Event description:
Cp37 pumphead cavitating significant air during priming. It was deaired multiple times but it continued to entrain air. No noise or cracks/visible damage to pumphead. Pressurized circuit to test for leak, but no leak noted. Swapped out for new pumphead and the issue disappeared.

Manufacturer narrative:
Additional information related to the event will be available after investigation of returned device, which could be addressed in a follow-up report. Because the issue was detected during the device priming phase, the patient was not involved; moreover, the health effect clinical code assigned represents a worst-case scenario with respect to the present event.

Event description:
Cp37 pumphead cavitating significant air during priming. It was deaired multiple times but it continued to entrain air. No noise or cracks/visible damage to pumphead. Pressurized circuit to test for leak, but no leak noted. Swapped out for new pumphead and the issue disappeared.